Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer having difficulty removing the acc kit motor tubing from the motor. Dexterity limitation. It is unclear if troubleshooting was performed. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Used with male wicks. Per follow-up information received via email 22jan2025, it was reported that there are no complaints about the product itself at this time. I consulted the urologist for advice about ways my husband cannot initiate his urine flow into the bag from the laying down position. The problem is, at the present time, he needs the force of gravity (by standing up) to initiate the flow of urine into the bag. The other advice I needed was how to best relieve the suction holding the polyethylene tubing to the base of the machine. I hope this response clarifies problems that I am in the process of trying to correct.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A labelling review could not be performed since no material number was provided. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer having difficulty removing the acc kit motor tubing from the motor. Dexterity limitation. It is unclear if troubleshooting was performed. It is unknown if lot or serial number was requested. No medical impact or medical intervention reported. Used with male wicks. Per follow up information received via email (B)(6)2025, it was reported that there are no complaints about the product itself at this time. I consulted the urologist for advice about ways my husband cannot initiate his urine flow into the bag from the laying down position. The problem is, at the present time, he needs the force of gravity (by standing up) to initiate the flow of urine into the bag. The other advice I needed was how to best relieve the suction holding the polyethylene tubing to the base of the machine. I hope this response clarifies problems that I am in the process of trying to correct.